Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the middle of a hydration/treatment, the clinician went to check on the patient and noticed air in the IV tubing that went past the sensor without alarming. The clinician was able to stop the hydration before air got to the patient. There was patient involvement but no harm.